Event description:
Information was received based on review of a journal article, titled, "minimally invasive oxford medial unicompartmental knee arthroplasty in young patients", which aimed to evaluate the clinical and radiological mid-term results of a large and independent series of the mobile-bearing oxford medial uka in young patients equal or less than 60 years old at the time of the surgery using the oxford knee, manufactured at biomet. A patient was identified in the article that underwent partial knee arthroplasty on an unknown date. Subsequently, patient was revised to a total knee system 10 months after the initial procedure due to pain. Patient further alleges still experiencing pain. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, initial reporter - the article was written by marcus r. Streit, julia streit, tilman walker, thomas bruckner j., philippe kretzer, volker ewerbeck, christian merle, and peter r. Aldinger, tobias gotterbarm; manufacture date ¿ unknown. This information was originally reported on 1825034-2015-02995 which referenced a journal article written on a study that this patient took part in.